Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. The packaging carton included inserts and an open pouch. The open pouch was open from 3 of 4 sides and contained all components (packaging tray, red/white and green electrodes, and emg size 7 tube). There was no visible damage in the construction of the device. There were traces of contamination noted near the proximal end of the cuff and the distal end of a blue bend. Functionally, a syringe was used to inject 20cc of air into the cuff, and cuff deflated immediately. The cuff was submerged under the water and found leakage at the proximal end of the cuff (in the area where cuff was sealed with the adhesive). The opening/hole at the proximal end of the cuff measured 0.097 inches horizontally. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, after opened the endotracheal tube it was found that the cuff leaked air and could not be used. A backup endotracheal tube was used to complete the surgery. There was no patient impact.